Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the programmer would not power up and therefore the customer comment of the printer not working was not able to be confirmed. It was noted that the power supply fan was on and the cooling fan was off and it was attributed to a bad micro processing unit (mpu) which was therefore replaced. Afterward it was noted that the programmer was able to print as expected. The software was also reloaded as a preventive. It was further noted that following the replacement of the mpu "getlogs" was able to be pulled but "get patient info" was not and therefore the hard drive and the magnetic shield for the hard drive were both replaced and the hard drive reimaged. Analysis also found a cracked joint on the electrocardiogram connector, that the power supply had signs of corrosion and that the system fan was intermittently noisy. All found defective parts were replaced and additionally the new link electronic module was calibrated. (B)(4).

Event description:
It was reported that the programmer's printer did not work. It was further reported that the printer tray was replaced but this did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.